Event description:
It was reported that the patient presented in clinic for generator upgrade procedure. Upon interrogation prior to procedure, it was found that programming changes were made previously on the right ventricular (rv) lead to address the noise exhibited. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable.

Event description:
It was reported that the patient presented in clinic for generator upgrade procedure. Upon interrogation prior to procedure, it was found that programming changes were made previously on the right ventricular (rv) lead to address the noise exhibited. The rv lead was capped and replaced on (B)(6) 2022. Patient condition was stable.